Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported no stimulation sensation for the past three days and experienced pain as a result. Both the implant (ins) and controller were at 100%, as confirmed by pt. Agent instructed pt to access the controller, and pt verified a green highlight on group c. Upon agent's guidance, pt increased intensity from 2.4 to 4.1 but still did not feel stimulation. Agent then had pt switch to groups a and b and increase stimulation; however, pt reported the same outcome. Pt also confirmed a weight loss of approximately 30 lbs. Agent redirected pt to hcp for further evaluation and provided the national ansering service (nas) number.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.